Event description:
Additional information was received that both the tricuspid regurgitation and mitral refurgitation did not get worse than pre-lvad implant. The low flows resolved with the software upgrade. It was also communicated that nothing was done in regards to fluid collection as it was deemed that it was not important or contributing to the issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: this record was determined to be a non-complaint. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to frequent low flow alarms. The patient had been fluid resuscitated without improvement. The event log captured multiple low flow alarms with high pulsatility index (pi) on (B)(6) 2023. A computed tomography (CT) scan and echocardiogram a ramp/ right heart catheterization had been completed. The CT scan revealed that the left ventricular assist device (lvad) was seen in situ, with suboptimal evaluation of the connection of outflow cannula to the pump due to significant beam hardening artifacts, otherwise, the inflow and outflow cannula were grossly patent. Fluid collection adjacent to the pump was noted which could be postsurgical in nature. However, superimposed infectious process could not be excluded. No source, positive culture, or acute infection has been identified. Additionally, small to moderate left, and small right-sided pleural effusions were noted. The echo did not show the inflow cannula well but it appeared to be well seated in the left ventricle (lv) with no evidence of obstruction or thrombus. The lv was decompressed and normal in size with moderate global systolic dysfunction and estimated ejection fraction of 40%. Right ventricular size was mildly enlarged with moderate systolic dysfunction and the estimated right ventricular systolic pressure is 26 mmhg (likely underestimated). The right heart failure was reported to exist before the lvad implant. Right atrium was noted to be enlarged. Atrial septum was bowed left due to elevated right atrial pressure. Status post bioprosthetic aortic valve replacement. Function not fully assessed. Aortic valve leaflets do not appear to open during systole. In addition, mild to moderate mitral regurgitation and moderate to severe tricuspid regurgitation were noted and both conditions reported to be pre-lvad implant also.